Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt needed an MRI due to multiple sclerosis and had the device explanted. The device worked well for 2 yrs, but was no longer effective for the pt, despite programming. It no longer was controlling the pt's symptoms. The device was not replaced. The pt had no injuries due to the explant and recovered with no further sequelae.